Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited a capacitor charge time out alert. No interventions have been reported. The patient has not experienced any adverse consequences.

Event description:
New information received on november 28, 2018 indicates that the patient was brought into clinic and the reported event was reproduced. The possibility of a device replacement procedure was discussed.

Manufacturer narrative:
The reported event was confirmed. Internal damage to one of the capacitors was found. The damaged high voltage capacitor caused the extended charge time.

Event description:
New information received on (B)(4) 2018 indicates that the patient's implantable cardioverter defibrillator was removed and replaced on (B)(6) 2018. The procedure was completed without any adverse consequences to the patient.